Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with redness, and inflammation, under entire patch area. The patient reported that she went to the emergency room and that she was prescribed an oral antibiotic, amoxicillin (patient could not remember the dosage), to be taken for 7 days. At the time of the report the patient stated she was stable. No additional patient or event information is available.